Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, she was attempting to bolus for a bagel and the insulin pump alarmed no delivery. Customer's blood glucose was 300 mg/dl. Troubleshooting was performed. Fixed prime to the air was performed, insulin didn't exit and the device alarmed no delivery. She then attempted to push insulin through tubing manually with the plunger and insulin didn't exit. Customer was advised to change out the reservoir and the infusion set. Customer is not returning the reservoir for analysis.